Event description:
A complainant reported the patient was on impella cp support. It was reported that the impella cp was removed due to signs of limb ischemia on the impella leg side. Fem-fem crossover bypass was not an option. Care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Corrections to the initial MFR report: d4-UDI number.